Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6)2022 to treat lower extremity pain. Patient had undergone a successful trial phase prior to implanting the permanent system. After more than a year of using the system, the patient reported inadequate pain relief and requested to remove the system. Patient was offered troubleshooting and possible revision of the existing system, however patient declined. A full system explant was performed on (B)(6)2024.

Manufacturer narrative:
The patient had undergone a successful trial phase with the nalu system and had elected to move forward with the permanent system. The permanent system had been in use for more than a year before being explanted with no prior records of complaints. Cause of inadequate relief is unknown as the patient had not previously communicated any issues and declined corrective actions offered by the firm.